Event description:
Revision surgery - due to the patient who was 3 years post operation falling and breaking their ankle. During the fall, the patient dislocated their reverse total shoulder so the surgeon did a revision.

Manufacturer narrative:
The reason for this revision surgery was the patient fell after breaking their ankle and dislocated their shoulder. The in-vivo length of patient service for the implant was 2.6 years. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. The root cause for this event was the patient fell and dislocated the shoulder. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.